Manufacturer narrative:
Results: the manufacturing plane in (B)(4) evaluated the used sample and eight photos provided by the customer. A visual inspection of both the actual sample and photos observed that the safety shield had detached from the hub of the device. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6113799. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: although the actual sample and photos showed the safety shield separated from the hub of the device, an absolute root cause for this incident cannot be determined. Remedial action required: as previously reported, capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016.

Manufacturer narrative:
(B)(4). (B)(6). On actual sample was returned by the customer and photos were also attached. The sample consisted of the needle and safety shield. Bd (B)(6)conducted activating test after reattaching the safety shield and confirmed that the safety shield detached as the customer reported. The photos also confirmed the customer's indicated defect. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the sample and photos provided. The most likely root cause for this type of defect is that lateral pressure was placed on the shield whilst it was being pushed into place. This can have the effect of pushing the shield out of the pivot. Of note, CAPA(B)(4) and CAPA (B)(4) have been opened to identify and address the potential causes of safety shield disengagement. The sample was returned to the bd tuas manufacturing site for further investigation. A supplemental MDR will be filed upon completion of the investigation.

Event description:
It was reported that the safety cover of the suspect device detached after use. No needle stick injury occurred as a result of this incident.